Event description:
It was reported that a patient's catheter had been inadvertently cut during a surgical spine procedure. It was noted that the surgeon was doing an anterior approach when the catheter was severed. The surgeon was able to take an inch and a half off the catheter. The pin was then replaced, and the implanted catheters were connected. The following day, the patient remained in the hospital, as he had symptoms of withdrawal which had then progressed to worse withdrawal symptoms. The following symptoms were noted: blood pressure changes, dramatic blood pressure changes, and acute rebounding spasticity. The withdrawal symptoms spanned from monday through thursday afternoon (until the medication was received). The patient was being managed with medications during his in patient stay. It was noted that a five port access was attempted, and they were unable to withdraw any cerebral spinal fluid. The catheter was occluded. The catheter was later repaired on (B)(6) 2010. It was indicated that the patient was started at a much lower dose (2000.0 mcg/ml at 150 mcg a day), and the medication was being titrated up. The type of medication was not reported. It was further reported on (B)(6) 2010, that the patient had experienced withdrawal with the following symptoms: the patient was non-responsive, no response to pain, and increased spasticity on one side. The patient's blood pressure and heart rate were stable; temperature was 99. The patient was noted to have been in a serious condition upon being admitted to the hospital. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).